Event description:
Patient was stabbed with a bamboo spear while doing farm work, injuring the devlce pocket area. An infection ensued and the system was removed.(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).